Event description:
A health professional reported that the mayfield modified skull clamp (a1059) was used for a craniotomy procedure and after pinning and positioning, the rocker arm lock was bumped and easily moved. The surgeon was not willing to re-pin with another unit, and completed the case with no harm to the patient after retightening the rocker arm without removing the patient. There was only a minimal delay due to this incident.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the returned unit shows that the lock has both rotational and lateral movement and a residue buildup is present. The index knob and the lock will need new components added to replace worn internal parts, and the unit will need to be machined to have heli-coils added to large starburst threads. To resolve the issues, new components will be added to replace worn internal parts (roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils) along with general cleaning, and maintenance. Root cause - the complaint is confirmed via inspection of the unit. The index knob and lock needed replacement of worn parts. The probable root cause is routine use and wear. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.